Event description:
It was reported that the right ventricular lead exhibited noise. Further information was requested however, was not provided.

Event description:
New information noted that the right ventricular lead was capped and replaced on (B)(6) 2026. There were no patient consequences.

Event description:
New information noted that the rright ventricular lead exhibited oversensing noise a procedure was performed but was unsuccessful. It was stated that access was the issue for the physician. The lead was not explanted due to the physician planning on bringing the patient back for another attempt. There were no patient consequences.